Manufacturer narrative:
Correction to g4: PMA/510k # or bla #, device does not have a 510k #. H4: lot manufactured august 24, 2020 to august 25, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye, which revealed residual fluid was contained inside the device bladder suggesting an underinfusion may have occurred. Due to the nature of the sample, no additional tests were performed. The reported condition was verified, during photo inspection. The cause of the condition could not be determined. However the most probable cause is user related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After the expected infusion time was completed, it was observed that the device had not delivered the entire medication dose to the patient as solution remained in the device. The device had been filled with 3600mg 5-fluorouracil and normal saline to a total fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.